Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 1 of 2. E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets leakage events on 17-oct-2024. No further information was available.